Manufacturer narrative:
Additional information: x-ray review x-ray review:pre operative xray, pre op MRI, ap/lateral post op x-ray provided.patient is status post l4-s1 posterolateral fusion for spondylolisthesis.it was reported at 10 months post op one of the s1 screws broke and the construct was revised.post op x-rays show 6 x 40 screws with bicortical purchase. No instrumentation failure is seen on provided images.possible causes include failure of fusion.root cause indeterminate. Products's images were submitted which displays a broken mas implant.

Manufacturer narrative:
Product analysis: visual and optical examination of mas bone screw confirm breakage approximately ~2 threads from the base of the bone screw head. Optical examination did not identify any material pre-existing defect that could contribute to crack propagation; significant secondary (post-fracture) damage to the fracture surface is noted. Undamaged areas of fracture surface revealed convex striations consistent with cyclic fatigue. Dimensional examination of the major and minor diameter verified conformance to print specification. The above observations are consistent with cyclic fatigue.

Event description:
It was reported that on (B)(6) 2015,patient with spondylolisthesis on l5 level, with isthmic lesion underwent a posterior fixation l3 to s1 by implanting multi-axial screws on s1. On (B)(6) 2015, the breakage of the right screw at s1 was discovered for which patient underwent revision surgery on (B)(6) 2015. Surgeon changed both s1 screws and the left screw in l3 which was not perfectly implanted.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent a surgery in (B)(6) 2015. Post-op, patient complained of pain. Later, the screw in s1 was found broken in patient during x-ray. A revision surgery was performed to change screw in s1 in (B)(6).